Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sapien 3 ultra delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: radial and longitudinal balloon burst, balloon does not appear to be missing any balloon pieces, balloon shoulder flared out, guidewire was inserted through guidewire lumen, guidewire lumen was separated from the distal balloon shoulder and y-connector, and the distal end of the guidewire lumen appears stretched and broken at the tip. Images of the balloon post-procedure and procedural cine were reviewed and revealed that a balloon burst, proximal and distal balloon shoulders were seen separated from being burst, and annular calcification. Procedural cine of the valve deployment revealed the balloon before and after being burst. Functional testing was not performed due to the condition of the returned device (balloon burst, distal tip separated). Dimensional testing was performed on the single wall thickness of the inflation balloon measured at four locations and all locations were within specification. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. Per procedure, during balloon final inspection, the balloons are 100% dimensionally and visually inspected.  Per procedure, balloon burst testing and during balloon final forming 100% visual inspection is performed. Per procedure, the balloon dimensional inspection the shoulder-to-shoulder distances of the formed balloons are 100% dimensionally.  Per procedure, during flex shaft preparation, the flex shafts are visually inspected. Delivery systems are 100% pressure decay leak tested to ensure that there were no holes or leaks in the inflation of the balloon, per procedure. During final inspection, the delivery systems are 100% visually inspected by both manufacturing and quality.  In addition, product verification (pv) testing is performed on a sampling basis per procedure for balloon fatigue and burst pressure and the guidewire shaft to y-connector bond tensile strength is tested. Samples must meet testing specifications as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The device history record (DHR) review was performed and did not reveal any issues that may have contributed to the reported event. A review of lot history revealed one complaint; however, no manufacturing non-conformance was identified. Available information suggest that patient factors contribute to the event. A review of complaint history for the edwards sapien 3 ultra delivery system has been reviewed and no confirmed manufacturing non-conformance were identified. The ultra delivery system IFU, procedural training manual and prepping manual were reviewed for instructions or guidance for proper use of the ultra delivery system. The ultra delivery system prepping manual provides guidance on nominal inflation volume and for a 29mm system 33ml of volume is recommended for balloon inflation during valve deployment. The procedural manual provides guidance on removal of the delivery system. Factors that can assist in removal of the device are as follows: completely unflex the delivery system, retract the loader, more resistance is felt when removing delivery system through sheath, ensure all residual fluid in balloon is removed after deployment, maintain guidewire position in the aorta, pull the entire delivery system through the sheath and if there is difficulty removing the delivery system balloon into the tip of the sheath, push delivery system forward, rotate and attempt removal again. Repeat as necessary. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. The manual provides guidance if the balloon ruptures during the procedure: do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath) maintain guidewire position, of post-dilation needed, use a new delivery system completely unflex the delivery system, retract the loader, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system, when removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip, watch under fluoro with every movement (be patient and pull gently especially near tear and balloon shoulder transitions), do not force if resistance is met near or at the sheath tip and force could result in additional tearing of the balloon material and the balloon material or tip coming off. In addition, if getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of sheath could help, understanding where the tear is may help in this case, and if successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/ delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/ delivery system through the sheath. If you are not able to pull the entire balloon into the sheath do not attempt to remove the exposed balloon through the vasculature as risk of major complication is too high. Convert to surgery immediately. It should be surgically removed; the surgeon should be able to be able to evaluate the situation before a real bleeding emergency occurs and ensure the valve is well opposed. If it is not, must post dilate immediately with another balloon or delivery system and sheath.  Based on a review of the IFU and training manual, no deficiencies were identified. The complaints were confirmed through visual inspection of the returned device. However, no manufacturing non-conformances were identified during the investigation. In addition, based on the review of DHR, lot history and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Per report, the patient¿s stj was significantly calcified, which may have contributed to the balloon rupture. While the balloons are sufficiently designed and tested for rated burst pressure well above their inflation pressures, calcified nodules can compromise the structure of the balloon wall, even at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (annular calcification) may have contributed to the complaint event. It is possible that the balloon burst has resulted in the altered/increased balloon profile that could have been caught in the sheath tip during retrieval and prevent the delivery system from entering the sheath. As a result, additional pull force was likely applied in an attempt to remove the delivery system through sheath which resulted in the reported withdrawal difficulty and distal tip separation from the delivery system. In this case, available information suggests that patient factors (annular calcification) and/or procedural factors (retrieval of a burst balloon/excessive force upon withdrawal contributed to the reported events. No IFU/training manual deficiencies were identified. A product risk assessment (pra) was previously initiated per management discretion to investigate the balloon burst/withdrawal difficulty issue and its associated risks. Corrective and preventive action (CAPA) was previously initiated to address ultra balloon burst and retrieval issues. A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. The CAPA is currently in the implementation phase and will be used to capture the effectiveness of the training bulletin. Reference mfg. Report no. 2015691-2019-02152.

Manufacturer narrative:
Additional information:the recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.

Manufacturer narrative:
Investigation is ongoing. This MDR is one of two reports submitted for this event. (B)(4).

Event description:
During a right trans-axillary approach of insertion of a 29mm ultra delivery system through a 14fr axela sheath resistance (high push force) was encountered. A kink in the sheath was noted due to the anatomy of the patient anatomy. The physician continued to ¿push¿ the delivery system through the sheath and was able to deploy the valve. During valve deployment, the delivery system balloon ruptured. There was moderate-severe paravalvular leak (pvl) but they were unable to post dilate. During withdrawal, difficulties removing the delivery system through the sheath were noted. During an attempt to remove the delivery system, the inner balloon shaft dislodged from the delivery system with distal portion of balloon left in ascending aorta and remained in the patient on the wire. A sternotomy was performed with balloon massage through aorta to decrease ruptured balloon size. The device was retrieved the physician was able to manipulate the balloon from the aorta without opening up the aorta. The wire moved back toward the innominate artery and a decision was made to remove the stiff wire outside from the inside of the balloon shaft. The wire was pulled back and the whole shaft broke from the balloon. The wire was inside the subclavian to the tip of the aorta. A fluro was performed to view the balloon and the balloon was in the innominate artery. An additional incision was made at innominate artery to retrieve balloon and the balloon was retrieved. The patient was stable but left with moderate-severe pvl. A cutdown was performed for insertion into the artery. Per report, all the balloon pieces were retrieved. In addition, the stj was significantly calcified, which may have contributed to the balloon rupture.